Event description:
It is reported that the device was implanted in 1999. The device was revised in 2008, due to polyethylene liner wear.

Manufacturer narrative:
Evaluation summary: no product returned for evaluation. Also, x-rays are not available for review. The cause of the reported problem of polyethylene wear could not be determined due to insufficient information however, the high activity level of the patient could be a contributing factor. H6: evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.